Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the filter is implanted but it is evident that one of the legs perforates the cava. Patient outcome: the filter has not been removed yet.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the celect-pt filter was placed, but one of the filter legs penetrated cava. The filter was not removed. No device was returned for analysis and no imaging could be obtained. Therefore, based on the information provided only it would be inappropriate to speculate at what may or may not have caused the filter to penetrate the vena cava during placement. The filter position/orientation may have been slightly affected during placement, but any reason would be pure speculation. The complaint will be reopened if additional information is obtained. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.